Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported on 10/14/2022 by a sales representative via sems that an ar-8973-13 guide wire inserter was malfunctioning non-specifically. Per facility: "in the case when the surgeon was using it, the handpiece was sliding up and down and came off. Didn't let the surgeon use it correctly". This was discovered during a case with no patient harm.